Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfqf039 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asfqf039) have been reported from the same facility in (B)(6).

Event description:
It was reported "safestep leaked/cracked at the end of tubing. The rate is 5ml/hr, no change in nursing staff. This 28 day infusion bag changes are every 3 days then alternates every 4 days for the duration of the 28 days, port needles are changed every 7 days as per protocol. Microclave nfc is used on the end. Possible hd exposure to patient, possible infection can occur and workflow/ cost to nursing."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. A needleless injection cap was attached to the luer adapter and the safety mechanism was engaged. A complete break was observed at the luer/tubing joint. Microscopic inspection of the break revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress; however, an additional unidentified factor(s) also have contributed. The supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "safestep leaked/cracked at the end of tubing. The rate is 5ml/hr, no change in nursing staff. This 28 day infusion bag changes are every 3 days then alternates every 4 days for the duration of the 28 days, port needles are changed every 7 days as per protocol. Microclave nfc is used on the end. Possible hd exposure to patient, possible infection can occur and workflow/ cost to nursing."